Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Manufacturer attempted to follow up with the site, but no further information has yet been received. Since the device was not returned to the manufacturer, further investigations on the device could not be performed. However, from the document review performed, no manufacturing deficiencies were noted. Based on the information provided, the valve was originally placed at a little lower position. It is not clear if the position adjustments were performed while the valve was implanted or the device was explanted and re-implanted but from the information available, it is reasonable to conclude the pvl could be result of malposition of the device (use error). Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturing is following up with the site to retrieve additional information regarding the event and the device. A follow up report will be provided upon availability of relevant details.

Event description:
On (B)(6) 2025, the perceval plus valve pvf-l was implanted and pvl was noted after de-clamped. Since it was noticed that the part of the valve was placed at a little lower position, they tried to adjust the position of the valve, but pvl was still there. As such, the valve was explanted and epic 25mm was implanted instead. No further information has been received from the site at this time.